Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: all information requested were already provided to the complaint submission: please clarify the issue "6 boxes had wrong prolene color coding": did the 6 boxes have a wrong color? No please refer to the description. Did the envelopes inside these 3 boxes have a wrong color? Please refer to the description. Do you have pictures of the boxes? Already attached.

Event description:
It was reported that boxes had the wrong prolene color coding. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/21/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. In addition to initially reported label package information, the sutures contained in the package were returned and labeled with the following product information: brand name - polypropylene suture. Procode - gaw. Catalog - eh8014. Batch mbm194 mfg date: 02/02/2018, exp date: 01/31/2023. Evaluation: representative samples returned to support investigation of multiple device issues captured in reports 2210968-2018-76465, 2210968-2018-76468, 2210968-2018-76471, 2210968-2018-76472, 2210968-2018-76473, and 2210968-2018-76479. Analysis results have been included in follow-up reports for each. Six sealed boxes of product were received for evaluation. During the visual inspection of the six boxes the incorrect color coding could be observed. The boxes were opened, and each box contains 36 samples of another product. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received the assignable cause of the packaging labeling identification is a manufacturing product defect.

Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. There was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, six boxes of ethibond excel for product code (B)(4) lot# mbm232 with an incorrect color coding could be observed. However, the samples were not returned for analysis.